Event description:
Patient reported left side pain, malposition, anxiety, visibility, inflammation and irritation not related to device. Healthcare professional later called and reported left side capsular contracture baker grade unknown. Device has been explanted and replaced.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on (B)(6) 2010. A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported left side pain, malposition, anxiety, visibility, inflammation and irritation not related to device. Healthcare professional later called and reported left side capsular contracture baker grade unknown. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: "based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to observe as it is a medical event not related to the device. Capsular contracture: unable to observe as it is a medical event not related to the device. Inflammation/irritation: unable to observe as it is a medical event not related to the device. Visibility/palpability: unable to observe as it is a medical event not related to the device. Lump/nodule¿ndr: unable to observe as it is a medical event not related to the device. Inflammation/irritation-ndr: unable to observe as it is a medical event not related to the device. Malposition: unable to observe as it is a medical event not related to the device. Cancer: unable to observe as it is a medical event not related to the device. Pain: unable to observe as it is a medical event not related to the device. Additional observations: yellow particles observed on the device. Deformation device observed on the device. White calcification-like observed on the device. Crease fold observed on the device. No further actions are required as the device was implanted." Additional, changed, and/or corrected data: h.3, h.6

Event description:
Patient reported left side pain, "textured", "flipped", "burning, hot, red", "hard", "pain in their joints" (non device related) and "tumor in between breast on the trachea" (non device related). Healthcare professional later called and reported left side capsular contracture baker grade unknown. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data.